Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used for a pancreatic stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance handle ii was used in conjunction with the trapezoid basket to crush a stone approximately 0.8 - 1 cm in size. However, the handle cannula broke and the tip did not detach. The procedure was not completed and the basket with the stone was left inside the patient. The patient was hospitalized and another ercp procedure was performed the next day on (B)(6) 2021. A 4mm x 4cm hurricane balloon was used to dilate the duct and remove the basket with the stone. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: no. 25 ln 442 sec.1 jingguo road block h6: medical device problem code 1069 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx lithotripter basket was analyzed, and a visual evaluation noted that only the basket-wire assembly was returned for analysis. The handle and working length were not returned for analysis. Visual inspection found the handle cannula was pulled out of the finger ring portion of the handle assembly. Both dimples from the screws were visible at proximal section of the handle cannula. Drag marks were present from dimples towards the proximal end as the cannula had been forcibly pulled out from the set screws. The pull wire was kinked/bent in several locations. No other issues with the device were noted. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use can result in kinks/bends in the device. This condition would cause friction between the components at the kinked/bent areas leading to an improper distribution of force applied to the handle through the device, which could have caused issues to release the tip. Also, too much force applied to the handle to release the tip can result in handle cannula detachment. Therefore, the most probable root cause was chosen as adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used for a pancreatic stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) (B)(6) , 2021. During the procedure, an alliance handle ii was used in conjunction with the trapezoid basket to crush a stone approximately 0.8 - 1 cm in size. However, the handle cannula broke and the tip did not detach. The procedure was not completed and the basket with the stone was left inside the patient. The patient was hospitalized and another ercp procedure was performed the next day on (B)(6) , 2021. A 4mm x 4cm hurricane balloon was used to dilate the duct and remove the basket with the stone. There were no patient complications reported as a result of this event.